Event description:
A customer reported while using a glidescope avl video baton 3-4 during a patient procedure, it was giving intermittent image and the camera was not displaying correctly when wiggling the cable. The customer reported that the video baton cable's insulation appeared damaged and worn out. No delay in the procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
The customer's glidescope avl video baton 3-4 was not returned to verathon for evaluation due to this device reaching its end-of-life date. Since the device was not returned to verathon, the cause could not be determined. Upon review of the device history for the video baton serial number (B)(6), it was determined that the device was manufactured on april 17, 2013 and is past the two (2) year expected product life as outlined in the glidescope video laryngoscopes operations and maintenance manual (omm). It is likely that the age of the device, eleven (11) years and five (5) months, may have caused or contributed to the event. Furthermore, the glidescope video laryngoscopes omm notes, "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Verathon followed up with the customer and restated the importance of checking the device before its use in a procedure. Review of complaint history for the reported video baton did not identify any previous complaints reported to verathon. Trending analysis for glidescope avl video batons does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.